Event description:
During routine cataract surgery, the intraocular lens tore in the cartridge when injecting into the capsule. Physician sucessfully removed half of the lens. The pt required secondary surgery to remove the remaining portion of the lens.